Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 22.9 mmol/l at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer stated that the infusion set had kinked cannula and he knew the product was not faulty it can be the site and type of infusion set that he need to change. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.